Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the polyaxial screw. During a spinal procedure, the screw broke into 3 pieces while attempting to insert this screw in the c2 level. Surgery involved c1-c2 posterior fixation with c1 laminectomy. It was stated that possibly the force applied along with the cervical calcification present contributed to the malfunction. There was no patient harm but a surgical delay of 15 minutes was noted while the surgeon removed all the parts. Another size screw was selected for implantation instead. Additional information has been requested.

Manufacturer narrative:
Manufacturing evaluation: the implant arrived in a decontaminated condition. It was also disassembled. Investigation - we made a visual inspection of the loosened insert. It was plain to note that the nose of the insert was bent. With the nose out of alignment, a reliable catch of the insert into the screw body is no longer given. Batch history review - the manufacturing documents have been checked a found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most likely usage related. Rationale - the position and fixation of the inserts of all screws are checked before delivery. Attaching the screwdriver with an incorrect angle can cause a bend of the catch/nose. A CAPA is not necessary.